Event description:
It was reported that during a breast biopsy procedure, vacuum line broken. Vacuum line broken at the time of the shooting, impossible to obtain samples. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.